Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has left hip pain. The dr. States the primary was done through a direct anterior approach. Stem appears to have subsided.

Event description:
Patient has left hip pain. The dr. States the primary was done through a direct anterior approach. Stem appears to have subsided.

Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review by a clinical consultant noted: I have seen the info for this patient with a loose accolade tmzf stem a little bit over 1-year post implantation. Surgery was performed through a daa, direct anterior approach. The primary arthroplasty report documents a straightforward procedure without issues or complications. A daa was used with x-ray check during surgery. The two available post event x-rays confirm that the stem is loose and has subsided somewhat. Component size and position appear however rather adequate while also cup position is adequate both for inclination and anteversion, confirmed also by the lateral x-ray. As such, is there no other information that might provide a clue as to why this stem failed by lack of bone ingrowth fixation. From statistics of arthroplasty registers, it is true that the daa has a slightly higher failure rate for stem loosening, especially when a 36-mm head is used such as also in this patient. This is probably related to the somewhat more tricky exposure of the femur in the daa although the surgical report does not mention any trouble with femoral exposure with also adequate stem size. The patient was not really obese either. So, this case may possibly represent just statistical bad luck although it is also possible that currently unknown patient-related factors have contributed to the problem such as smoking status, certain medications or specific diseases. The exact cause of failure cannot be established with the current information and more clinical information and/or serial imaging is required to help understand the failure mode of this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product evaluation, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.